Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt266 dual heated infant circuit kit with evaqua 2 technology had a hole and was leaking water during patient use. There were no reported patient consequences.